Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 179 to 229 mg/dl. The blood glucose testing is performed by the customer once daily at night. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication / insulin to manage diabetes; and reported that his blood glucose levels normally can vary. The customer stated that have had recent changes to medication, the physician reduced the medications on (B)(6) 2016. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is 03/04/2016. The meter memory was reviewed for previous test result history: (B)(6).